Event description:
The hospital reported that during a coronary bypass procedure, hst iii system (3.8mm) seal didn't deploy into the aorta properly. The seal didn't seal the aortotomy. A finger was place over the seal and aortotomy to hold the seal in place while pulling back the delivery device. There was no blood loss. It was removed, and a new device was opened to continue the procedure. There was a delay to change devices. There was no patient injury.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
Trackwise ID#: (B)(4). Updated sections: b-4, b-5, g-3, g-6, h-2, h-6, h-10. The lot # 3000342438 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures.

Event description:
The hospital reported that during a coronary bypass procedure, hst iii system (3.8mm) seal didn't deploy into the aorta properly and the surgeon just removed it and used another device that had been loaded. The seal didn't seal the aortotomy. A finger was place over the seal and aortotomy to hold the seal in place while pulling back the delivery device. There was no blood loss. There was a delay to change devices. There was no patient injury